Manufacturer narrative:
H6: the following previously reported imf codes, are no longer applicable to the event: f12, f1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they met with the patient and were able to easily get an excellent recharge quality. When he would go to lean back in a chair, the recharger would push upward a little bit and sometimes lose signal. But as soon as he pushed it back down it would go back to excellent recharging. Hcp and the patient agreed patient did not need a revision surgery and since then he has been able to charge just fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep was asked to clarify the patient's report that a rep told them the "only way to correct the problem is to surgically take the ins battery out and move it down closer to their buttocks." Is this an initial placement issue or has the ins migrated in the ins pocket (general migration/tilted/flipped/depth issue)? Rep stated there is some issue related to where the battery is currently implanted, that it charges fine if the patient is standing or sitting but not leaning back. As soon as the patient leans back it pushes on the recharge paddle and the recharger loses signal. Rep was made aware on (B)(6) 2025. Patient's weight at time of event was 145 pounds. No report of recent weight gains or loss. Battery is implanted too high up too close to the middle of the patients back. Potential actions for the patient may be to have a battery pocket revision. Issue has not been resolved. Information was confirmed by the physician and patient. The patient said that he was going to try some double sided tape to see if that would help during recharge. If that didn¿t work he was going to talk to doctor about possible battery pocket revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient had a consult appointment to discuss moving and revising the battery pocket on wednesday (B)(6). The patient planned on having it revised because the stimulator provided them a lot of benefit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt mentioned that they met with a manufacturer representative (rep) last week because they have had nothing but hell with charging the ins ever since they had the implant put in. Agent understood that two reps are aware of the issue. Patient stated it's not charging right and the representative told them the only way to correct the problem is to surgically take the ins battery out and move it down closer to their buttocks. Patient mentioned they have to hold the paddle on their implant and bend forward for an hour in the morning and an hour at night to charge up the implant. Pt stated if they put pressure on the 'machine', the controller says poor quality. If they let ins battery go down past 60-70%, then it takes 2 hours to charge it up. Patient also mentioned that if it's going to continue to be like this, they will just have ins taken out and they will suffer. Pt stated the trial was excellent. Agent redirected to hcp to further address ins charging issue and possible ins replacement. No symptoms were reported.